Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the up arrow button. No ramping numbers or scroll bar moving on its own noted. The device had minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump buttons are pressed the menu goes up and down, and he is unable to rewind the insulin pump. It was also reported that there are scratches on the screen. Customer's blood glucose level at the time 154mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.